Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and pulled distally exposing the proximal side of the balloon for 3.5mm. Struts towards the center of the stent profile are bunched and overlapping. Stent moved distally on balloon and is located on top of the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. An attempt was made to insert a 0.014¿ guide wire however it could not pass the proximal markerband due to solidified media creating a blockage. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. The device could not be inserted through a 5f guide catheter due to the damage evident on the stent. No other issues were identified during the product analysis. The device could not be inserted through a 5f guide catheter due to the damage evident on the stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that difficulty tracking over wire occurred. After a guidewire crossed the lesion, a 2.25x20 synergy(tm) drug-eluting stent was advanced; however, it was noted that the stent could not advanced over the wire. The device was removed as it may break the shaft if the stent was pushed further. The procedure was completed using a new stent. No patient complications were reported. However, returned device analysis revealed stent damage and stent movement on balloon.